Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they had the stimulator implanted in thailand and they do not have a managing healthcare provider in the us. Patient stated the implant has been dead for about 1.5 years and they have not been able to charge it since a year and a half ago. Patient is scheduled for an MRI and they needs to put the implant into MRI mode. Pt verified they do have their external equipment. Patient services (pss) suggested connecting with a rep for an ins restart. Agent is sending a message to the local field representative about patient call. The reason for call was patient reported their implant had been dead for a long time and they were scheduled for an MRI but the implant wouldn't turn on. Patient stated they spoke to a manufacturer representative over the phone and the representative told the patient they could jump start the implant. Patient did not know the name of the representative or when the representative spoke to the patient. The patient was redirected to their healthcare provider to further address the issue. Patient mentioned they had a spinal cord injury and they use the spinal cord stimulators to give voluntary movement back into their legs but they don't use it anymore and they haven't been back to the doctor since 2017. Caller told by pt that ins can't be charged and that ins is dead for an unknown length of time. Pt was implanted overseas with a 97713 but not other info is known about leads or MRI eligibility. Caller has info that pt had brain scan with them in 2022 but there isn't any documentation about what pt's MRI elig was at that time. Technical services (tss) reviewed options to charge up ins, do imaging to establish MRI elig or work with a managing or implanting hcp and use MRI elig form. Additional information was received from the patient. Patient called back and mentioned that they spoke with a manufacturer representative (rep) over the phone to restart the implant. Patient was instructed by the rep over the phone on how to restart the implant using the programmer. Patient's implant date was on (B)(6) 2017. Agent reviewed implant battery longevity and over discharge information. Patient also mentioned they had gained quite a bit of weight since the implant date. Agent reviewed information. Agent redirected patient to their hcp to address the issue. Caller stated the patient (pt) had been unable to recharge the ins so they met with the rep on (B)(6) 2024 to have the scs jump started. Caller stated they got the 60 minute timer to start when they attempted to jump start the ins however a normal charging session never started at the end. Caller states they went through this process twice - issue was not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the rep indicated that they have exhausted all known options to recharge the implanted battery. No more attempts to recover the battery from it¿s over discharged state will be made. The issue was not resolved and no further actions will be taken. The patient did not disclose their weight.